Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump was accidentally dropped in a locker room after gymnastics, resulting in a cracked touchscreen, though the device continued to respond to touch and blood glucose values were unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and no injuries or hospitalizations occurred. Investigation included communication with the user and analysis of information provided by the user, including review of a photo of the damaged screen. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.